Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter tampa bay. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement 0.121 ohm (specification 0.001 - 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). Measured main ground bus resistance from door post to power entry module (pem) rear ground prong, total ground bus resistance was 27 milliohms. Measured door frame to door post resistance, measured 3 milliohms. Measured door frame to pem rear ground prong, resistance was 28 milliohms. Measured door frame to main ground post, resistance was 26 milliohms. This resistance dropped to 5 milliohms when the door ground wire was agitated at the door side. The assignable cause was determined to be poor door frame ground wire connection. Scrap the door ground wire. Device was sent to service.